Manufacturer narrative:
D4: the product lot number was not reported, the di portion of the UDI number is provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation is based on user facility information and evaluation of a retention sample from the involved product code. Visual inspection found no anomalies along the total length. Magnifying inspection of the platinum and stainless steel coil segment found no anomalies in the appearance. The outside diameter of the coiled segment was measured and confirmed to meet manufacturing specification. The fracture resistance of the distal end of the wire was determined and found to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The same user facility reported a similar event with another device from the same product code. See MDR 9681834-2016-00289. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample was the normal product. An exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported that the radiopaque tip broke off during a procedure. Follow up communication with the user facility confirmed the following information: a 3cm radiopaque tip broke off inside the patient; and the broken piece became lodged in the patient's blood vessel.